Event description:
The patient had a primary knee surgery on (B)(6) 2023. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023 the patient came in due to signs of an infection, the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-mar-2023: lot 2218606: (B)(4) items manufactured and released on 29-sep-2022. Expiration date: 2027-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional devices involved: batch reviews performed on 30-mar-2023: gmk-sphere 02.12.0723r femoral component sphere tinbn coated siye 3+ r (k202684) lot 2112066: (B)(4) items manufactured and released on 07-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.2802r fixed tibial tray size 2 r - tinbn coating (k202684) lot 2203196: (B)(4)items manufactured and released on 31-aug-2022. Expiration date: 2027-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.